Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Examination identified numerous kinks throughout the device. Functional testing was performed by placing the device in the console. The testing was started; however, the ¿check catheter for kinks¿ error was displayed on the screen. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the check saline error displayed on the console again. The shaft was reviewed again and none of the kinks were severe enough to cause damage. The tip was dismantled to review the jet holes. The jet holes were microscopically examined and it was found that there was one jet hole that was plugged. The angiojet device was sent to materials testing analysis and characterization for further testing on the plugged jet. The spectra of collected foreign material clogging jet holes was inconclusive. There did not appear to be enough material to generate useful spectra. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on the product analysis completed on october 11, 2017. It was reported that during preparation of an angiojet ultra xmi thrombectomy set, the device could not prime more than nine seconds. The device was not introduced to the patient and no complications were reported. However, the returned product analysis revealed that the device had a plugged jet.